Manufacturer narrative:
(B)(4). Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy

Event description:
It was reported that the patient is to have a full revision due to pulling sensation in the neck and increased pain in the neck when the patient lays on the right side. Notes received indicate that the device has shifted from implant site over the years. Notes indicate the device is mildly mobile. Notes do mention that patient has older device and has grown since original implant, thus upgrade is advised. Also, patient is experiencing local pain surrounding site of device implant and lead track painful sensations. It was noted that this is a sign of need for replacement. The patient underwent prophylactic generator replacement. Return and analysis of the device will not add value to the investigation therefore no product return attempts were made.